Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, there was a bluetooth connection issue between the transmitter and g5 mobile application. No additional patient or event information is available.